Event description:
It was reported to boston scientific corporation that a captivator small snare was used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare failed to transmit current inside the patient¿s colon. It was reported that there was no visible damage to the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported event of wire failed to transmit current. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.